Event description:
A wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in an adult female patient (age and weight unknown) in 2008. According to the complainant, the physician attempted to deploy a wallstent rx biliary endoprosthesis and the "delivery system twisted so preventing the stent from being released." The delivery system was removed and the physician attempted to deploy a second wallstent rx biliary endoprosthesis (the subject of this report). "The second stent deployed" but "when the [physician] tried to remove the second delivery system, it broke into two pieces and one piece was left in the patient". It is unknown if the piece was removed. The physician then attempted to implant a percutaneous stent (not a boston scientific corporation product - manufacturer unknown). During this procedure, the physician perforated the common bile duct. It is not known if the percutaneous stent was successfully implanted. The patient developed peritonitis as a result of the perforation, and a percutaneous drain (manufacturer unknown) was placed. The patient "recovered adequately to undergo further ercp 6 days later." According to information received on march 14, 2008, "the patient remains in satisfactory condition".

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device has not been returned; therefore, a device evaluation is not available, and the relationship between this device and the cause of this event is undetermined.